Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would now let her bolus. The customer¿s blood glucose during the incident was 483 mg/dl. The customer's blood glucose was 458 mg/dl at the time of call. The customer changed the infusion set. The customer reported that they have not treated the blood glucose at the time of call. Troubleshooting was performed and insulin exited. It was noted that they had received a no delivery alarm while delivering insulin. Troubleshooting was performed. The device will not be returned for analysis.